Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as very itchy due to zinc allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed oral allergy meds for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.